Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the display did not return after placing a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No blank display or display anomaly noted during testing. All operating currents were within the specification range. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.